Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 12. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and fistula. No further patient complications were reported.